Event description:
The customer reported an "mx board failure" error message was displayed on the radical-7 when attempting to take the spo2 measurement of a patient. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.